Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the cartridge was not on the pump properly and the cartridge easily slid off of the pump when the t:case was removed. Customer's blood glucose was 181 mg/dl. A new cartridge was loaded to address the event and insulin delivery was resumed.